Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to the corroded keypad traces. No button error alarm was noted. No moisture damage on the motor assembly or electronic assembly was noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had fluid in the insulin pump. Customer's blood glucose was 208 mg/dl. Customer stated that the pump was exposed to pool water. Customer reported that the pump was exposed to fluid in the past with no moisture visible in pump. Customer stated that the buttons were not working. Customer stated that the up or down button may be stuck and the minutes change on the time display. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.